Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 became ineffective half way up the patient's leg. A 19mm drain was placed in leg after harvest. (This is standard for this facility to prevent post-op complications.)

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).